Event description:
It was reported that the surgeon was using the clip applier for a laparoscopic cholecystectomy procedure. It fired three times fine but on the next firing the jaws closed but when the clip was deployed it remained open. The scrub nurse kept trying to fire it to see if any of the other clips would close but they all were deployed open while the jaws of the device closed no problem. They opened a new device, which worked correctly. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded and misaligned condition making the device non-functional, in addition the device was noted empty and locked out. Possible causes for the yielded jaw condition may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.